Event description:
It was reported that a one-link IV connector would not flush. The reporter stated that blood was drawn through the connector and the nurse tried flushing the connector with a syringe filled with normal saline; the blood would not clear. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. Functional testing was performed by checking the functionality of the slide clamps and the flow through the device and did not reveal any abnormalities. Pressure testing was performed by submerging the device underwater and did not reveal any abnormalities. The condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted